Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
Received information regarding a cartridge alarm 1 during bolus delivery. Customer's blood glucose level was 179 mg/dl. The customer administered a manual injection. Reportedly, the customer was at work and did not have extra supplies to change the cartridge.